Event description:
During the eval of a returned spectrum infusion pump, 12 occurrences of "upstream occlusion" alarms were identified in the event history log. Any pt involvement, injury or medical intervention is unk since these items were found during eval of the device. No additional info is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The "upstream occlusion" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The upstream sensor was replaced.